Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Review of service history and event logs: we conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue. Follow-up attempts: over the past 45 days, several attempts were made to retrieve the pump from the customer. However, we have not received any response regarding the device designated for repair. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a plum 360¿ infuser that reportedly shut down while distributing an unspecified medication to a patient. There was no human harm; however, there was delay in therapy reported.